Event description:
Customer received a positive and negative result in the span of 2 days using the cue covid-19 test for home and over the counter (otc) use unknown cartridge sn and lot number, reader sn (B)(4). Customer did not specify whether the suspected false result was a false positive or false negative. Cue health technical support representative followed up with customer to obtain additional information; however, customer did not respond to representative's 3 follow up attempts.

Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.